Manufacturer narrative:
Additional information was requested from the customer regarding the reported event; however, no additional information was provided. The log files from the event were sent to draeger engineering and were reviewed to investigate the reported issue. A review of the logs confirmed the reported event and identified a defect within the software vg 7.1.1. The m540 reboot was discovered to have occurred when the user removed static pressure while the alarm pause feature was active. Of note, the logs confirmed only the m540 rebooted, not the c700. The m540 software was not coded to clear this alarm, despite the alarm pause feature being active, and due to this conflict, the device restarted as designed. The root cause was confirmed to have been the result of previous software fix that was implemented in vg7.1.1, which was meant to address a prior defect that occurred when the m540 alarm functionality processed the "remove static" parameter value "special code." This fix caused in the reported device reboot. To address this new software defect, a new fix has been tested and verified so the alarm will be silenced, which would prevent a device reboot. This fix will be released in a future software version. The reported complaint had minimal impact on patient/user safety since the issue was an atypical clinical workflow. The user was immediately alerted of the device condition via an audible alarm tone. After the device reset, the m540 continued to monitor the patient without issue. No further issues were reported.

Event description:
The customer reported that, on (B)(6), the iacs including the m540 completely rebooted during cardiac surgery. Additional information regarding the involved devices were provided. No patient injury or death was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that, on february 14th, the iacs including the m540 completely rebooted during cardiac surgery. Additional information regarding the involved devices were provided. No patient injury or death was reported.